Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient reported that they experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On (B)(6)2024, the patient arrived home from work at 10:00am; the patient was alone in the downstairs restroom and was not feeling well, was nauseous and was vomiting. The cgm reading was 60 mg/dl, and the patient drank fluids such as water and gatorade. The symptoms did not subside, and when a fingerstick was taken, the cgm was reading 60 mg/dl, and the blood glucose reading was 400 mg/dl. The patient asked their son to drive her to the emergencies. At the hospital, the patient was treated with intravenous insulin. During the hospital visit the patient experienced appendicitis and had surgery for this. The patient was discharged 2 days after the event date and at that time the blood glucose reading was 195 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.